Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went to black screen. A field service engineer (fse) requested tsc to review station logs prior to arrival; no application issues were identified power event was noted in the windows event viewer around 14:02. Per earlier discussion with poc, the station had previously shut down and restarted to the basic input/output system password screen, which was also confirmed by the escort. The issue was recreated by disconnecting the serial ata cable, after which the cable was cleaned and reseated. Multiple shutdown and power-cycle tests were performed with no further issues observed. Rss offline alerts were enabled for ongoing monitoring. Further review of windows event viewer revealed multiple power-loss events without clean shutdowns, leading to replacement of the psu. The station was tested in hta diagnostics with no issues found. Following guidance, the communication sled was also replaced, and normal station operation was verified. A final review of event logs showed no additional power faults. The fse who confirmed no further issues with the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station screen went black and machine had to reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.